Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump did not deliver insulin as intended. Reportedly, insulin delivery was stopped for an unknown reason. There was no reported adverse impact to the customer¿s blood glucose. Reportedly, the contact declined to provide additional information and declined troubleshooting.